Event description:
According to the reporter, during a procedure, the unit gave an invalid instrument warning once the instrument was plugged in and when the device was being tried to be activated on tissue. A new handpiece was opened, and a new generator was used. No patient injury. Initial investigation found that one broken/missing snap on the electrode jaw. The customer was unaware of any snap pin that broke off the device.

Manufacturer narrative:
(Malfunction) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found one bro ken/missing snap on the electrode jaw. The reported condition was not confirmed. However, an alternate failure was found. The disposable device was assembled onto a set of forceps and plugged into a generator. The generator recognized the device and activated with satisfactory results. Functional testing was performed with the returned device on simulated tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; one snap was found to be broken/missing. The additional findings did not contribute to the reported condition. The investigation found a damaged snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit gave an invalid instrument warning once the instrument was plugged in and when the device was being tried to be activated on tissue. A new handpiece was opened, and a new generator was used. No patient injury.